Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that two days post implant it was found on fluoroscopy that this lead had dislodged. The lead also exhibited loss of sensing and capture. A lead revision is scheduled soon. To date, there have been no adverse patient effects reported.